Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen, fentanyl, bupivacaine, and clonidine all at unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported that the patient had their pump electively removed on (B)(6) 2016 because he could not find anyone to fill it and because between his oral medication and pump medications, he felt he was "just too medicated". It was noted that over a twelve year period, he felt overmedicated. The event date was the date of the pump's implant, (B)(6) 2012. It was further noted that the patient had his pump refilled 2 months prior to explant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from consumer on (B)(6) 2016 stated healthcare professional had patient at a very high dose of all medications including the pump. It was noted that what led to the patient feeling overmedicated was that hcp clinic had shut down and he had to go to veteran affairs (va) for help when it was time to refill. It was stated that the patient feeling overmedicated was resolved since the removal of the pump.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.